Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered erosion, pelvic pain, infections, urinary problems, vaginal scarring, pain during intercourse, and recurrence of incontinence. No further info has been provided.